Event description:
A report was received from the customer that there was a leak in the cuff. It is unknown at this time if the reported failure occurred during pre-testing, if there was any patient use, or if it required intervention.